Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump upstream and ail sensor had failed. This can cause the load set alarm and the no flow alarm to fail. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had a damaged front housing. The initial reporter also stated there had been no patient involved in the complaint. When the pump was returned to mmdg it was found that the pump "load set" and the "no flow in" alarms were not operating correctly. When the load set alarm would be expected, the pump alarmed no flow in, instead. (B)(4).